Manufacturer narrative:
D4; h4: information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an open low anterior resection procedure, the device was inserted transanally and the anvil was placed on the trocar. When the device was closed so that the orange bar was at the top of the green gap setting scale, significantly increased resistance was encountered. The knob was turned an additional 1/8th of a turn and the resistance went to zero. The device was opened with the anvil still engaged. A new device was opened. However, the anvil from the first device was used. Repeated the previous steps, attaching anvil to trocar and proceeded to close the device. Again at the same gap setting position, excessive resistance was felt again. The device was removed completely and the anastomosis was handsewn with a diverting ileostomy.